Event description:
A medtronic representative reported that, while in a spine procedure, using a navigation system and an intraoperative computed tomography (CT) device to position two lumbar pedicle screws, one screw was misplaced. The screws being inserted were medtronic legacy screws, the CT device used to position the screws was a non-medtronic device. The surgeon did not allege any product deficiency of the stealthstation s7 system, or the navigation instrumentation. The navigation system correctly showed the surgeon's intended screw trajectory in relation to the vertebral body. Immediately following the placement of the two screws, the surgeon was able to see the exact position of the misplaced screw in 3-dimensions with high quality images, and made a clinical decision. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation, inc. Is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the patient was expected to return for a second surgery to re-position the misplaced screw. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The surgeon did not allege an issue with navigation system. The behavior described was the intended behavior of the software. The software was functioning as designed.